Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the patient was delivered, and the midwife placed the pulse oximeter on the radiant warmer and connected it to the patient. After the probe was connected to the patient¿s left hand, the display showed normal readings. When the power cable was connected to the device due to a low battery, a sudden ¿bang¿ sound was heard. The pulse oximeter probe and the neonate¿s wrist appeared blackened with smoke residue. At that time, the neonate showed no immediate abnormal reaction at the wrist. The midwife immediately removed the pulse oximeter, wiped the neonate¿s arm with saline-soaked gauze, and examined the area together with the family members. The pulse oximeter was inspected by logistics maintenance personnel, and no abnormalities were found in the device. However, the power cable was found to be damaged and was immediately replaced. Subsequent testing showed normal device function. There was no patient injury.

Manufacturer narrative:
Additional information: b5 and g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the patient was delivered, and the midwife placed the pulse oximeter on the radiant warmer and connected it to the patient. After the probe was connected to the patient¿s left hand, the display showed normal readings. When the power cable was connected to the device due to a low battery, a sudden ¿bang¿ sound was heard. The pulse oximeter probe and the neonate¿s wrist appeared blackened with smoke residue. At that time, the neonate showed no immediate abnormal reaction at the wrist. The midwife immediately removed the pulse oximeter, wiped the neonate¿s arm with saline-soaked gauze, and examined the area together with the family members. The pulse oximeter was inspected by logistics maintenance personnel, and no abnormalities were found in the device. However, the power cable was found to be damaged and was immediately replaced. The power cord was from the pulse oximeter itself. Subsequent testing showed normal device function. There was no patient injury.